Manufacturer narrative:
The device was returned to the factory for evaluation. It shows no signs of clinical usage or evidence. A visual inspection determined that the delivery device was returned outside the loading device. The tension spring assembly, seal and anchored tab were inside the delivery device tube. The portion of the seal not loaded into the delivery device tube flared wider than the diameter of the delivery tube. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while loading the hs iii proximal seal, the device malfunctioned. The device was partially deployed prior to use in the sterile field. The hospital did not report any pt effects.